Manufacturer narrative:
Philips service reloaded the software and confirmed operation. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the flexvision pc was stuck at startup countdown (00:00) on an allura xper fd20. The clinical use of the system was unknown. There was no reported patient or user harm.